Event description:
During an in clinic follow up, low r wave sensing and oversensing was observed on the right ventricular lead. The device was reprogrammed to resolve the event and the patient was stable.